Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. Unknown; captured as awareness date. Batch #: x94h89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. No functional testing could be performed due to the nose cone was cracked and no instrument could be attached to the handpiece. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were noted. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the damage noted could have caused the event reported.

Event description:
It was reported that during an unknown procedure the handpiece stopped working and still has 57 lives. The patient did not have any permanent damage, did not require hospitalization or extended hospitalization due to product issues, did not require re-operation, or sustain any serious damage.